Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. The field action is currently ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while performing smr upgrade, port 1 was found loose on the controller. The controller was replaced. The patient tolerated the procedure without any issues.

Manufacturer narrative:
The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.